Manufacturer narrative:
A.1.-a.5. There was no patient injury. H10: livanova deutschland manufactures the sorin centrifugal pump system with tubing clamp. The incident occurred in south korea. As per follow up with the customer it was clarified that, first the error e62 was displayed and then error e01 occurred. When the error e01 occurred, the pump stopped working and dashes were shown up on the display. The operator had changed the disposable and equipment immediately to another manufacturer. They didn't use the livanova machine anymore. The disposable circuit was used with the patient for 3 weeks (disposable livanova ECMO circuit). The scp and the scpc were tested using and no problem nor any error code was reproduced. As per preliminary evaluation, especially e01, could be caused by a worn microprocessor (internal memory). The device is more than 10 year old and the malfunction might have been caused by long-term use of the device. Due to aging, the microprocessor might has became unreliable. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during a procedure, the error message meaning set-actual values difference above 250 rpm (e62) was displayed in the scp control panel. Then, the error meaning defective ram (e01) was displayed, the flow was reset to 00rpm and dashes lpm suddenly appeared. Medical team elected to change out the entire hlm and circuit the disposable was in use since 3 weeks. There is no report of any patient injury.

Manufacturer narrative:
H10: a device service history review has been performed and identified that the unit was manufactured in 2009 and no other similar events have been reported. The eos ECMO oxygenator used in combination with the involved scp device is designed to come into contact with patient blood and to be used up to 5 days or less. Based on all the information collected, it is likely that the reported issue was caused by worn of the internal microprocessor, which may have failed in the mentioned instance due to excessively prolonged use of the system.

Event description:
See initial report.